Manufacturer narrative:
At this time sensor has not yet been returned and a valid sensor serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history records) for all libre sensors were reviewed within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the sensor is returned, a physical investigation will be performed and a follow-up report submitted. Reader ((B)(4)) was returned and investigated. Visual inspection was performed and no damage was observed. Reader powered on upon button and usb cable insertion. Built-in self-test was successful. Date and time were set successfully. Reader's uom is locked to mmol/l. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017 he received unspecified low readings from his adc freestyle libre sensor compared to blood glucose readings obtained on an unspecified device. He further reported subsequently experiencing both a loss of consciousness and a seizure. Customer noted being unable to self-treat due to their symptoms and a family member gave the customer a ¿sugary drink.¿ subsequently, the customer further reported receiving 13 units of novorapid insulin and then an additional 7 units of novorapid insulin. It¿s unclear if the customer self-administered the insulin or if it was done by a family member. Paramedics were called and obtained a blood glucose reading on their meter, but the exact reading is unknown. The customer was transported to a hospital, but no additional treatment was reported. There was no report of death or permanent injury associated with this event.